Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the facility was not completing flushing of the elevator channel plug using the washing tube on the subject device. The issue occurred during reprocessing. There were no reports of patient involvement.